Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a cardiac workstation 7000 indicating that while performing quality control testing, the device was showing an abnormal heartrate. The device was not in use on patient at time of event, there was no adverse event reported.